Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. It was indicated that imaging was challenging. The first clip was implanted with no reported issue. A second clip (xt) was used to further reduce mr. After the leaflets were grasped, the mean pressure gradient was noted to increase. It was decided to remove the clip. During removal, the clip got caught in chordae creating a flail and increase in mr. The clip was able to be removed. An attempt to implant another clip was performed but was not successful. Final mr was at grade 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported positioning failure associated with leaflet grasping and capture per the account is related to imaging being challenging. Image resolution poor was related to procedural circumstances as imaging was noted to be challenging during the procedure. There is no indication of a product issue with respect to manufacture, design or labeling.